Manufacturer narrative:
The insulin pump passed the functional testings including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected pump error 24/40 noted during testing.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call stated that the insulin pump had multiple pump error alarms. The customer¿s blood glucose level was 135 mg/dl. The customer reported that they had motor safety circuit failed test and the alarm was generated when a power failure is detected error alarms. It was reported that the insulin pump screen did not turn off. The customer was advised that the pump will need to be replaced. The customer was advised to revert to back up plan per health care professional instructions until replacement pump arrives. The insulin pump will be returned for analysis.